Manufacturer narrative:
Aso has not received information from consumer regarding request for returned samples. However, aso reviewed records of adhesion test performed on the same lot number on (B)(6) 2015, as well as records of biocompatibility tests.

Event description:
Consumer reported that device caused an allergic reaction with blisters and she currently has a permanent red mark.